Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose level was not indicated in the report. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. The insulin pump has minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.